Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). H3 other text : device not returned to the manufacturer.

Event description:
On 30th may, 2019 maquet sas became aware of an issue with one of the surgical light. It was stated that paint chips fell off on a patient. The circumstances of the issue are unknown and there was no information about patient status. It was decided to report this issue based on the potential as any particles falling off on a patient might be a source of contamination. Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
After review of additional information provided by sales and service unit, it appeared that the complaint # (B)(4) is a duplicate of complaint # (B)(4) reported under following number: 9710055-2019-00188. The serial numbers provided in the complaints were not the same and in the complaint # (B)(4) whole device was reported however, in the complaint #(B)(4) only the serial number of the power supply was provided. The evaluation of the device and results of the investigation will be provided under mentioned above report number (9710055-2019-00188).

Event description:
Manufacturer's reference number # (B)(4).